Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds. Technical services (ts) was consulted as an scan was going to be performed, noted that the system is non-conditional as this lv lead was connected to the right ventricular (rv) port and the field representative wanted reprogramming recommendations. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).